Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, a bactiseal catheter broke apart during a procedure. The surgeon knotted the end of the peritoneal catheter to the end of the passer then inserted them into the patient and was pulling it through when a small portion of the catheter broke near the bottom. The surgeon was able to get the end that didn't come through and pulled it through to complete the procedure. There were no delays or patient harm.

Manufacturer narrative:
A component was returned for evaluation; however, there was no reported failure with the component that was returned. The relevant component was not returned. Based on the products returned, no conclusion was able to be determined. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected field : device available for evaluation? It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI : (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.